Manufacturer narrative:
(B)(4). The products are not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical study that the patient with this pacemaker system was hospitalized and confirmed to have experienced a stroke. In addition, the patient also had severe infective endocarditis with aortic root abscess, acute kidney injury and a urinary tract infection. The patient was treated with intravenous antibiotics but subsequently died two weeks later in the hospital. The clinical study site reported that the patient's death is probably related to the implanted device and leads, but not necessarily the initial cause of the endocarditis.